Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
UDI: rmt261216 - (B)(4). Pxc181400 - (B)(4). (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with a painful symptomatic abdominal aortic aneurysm (aneurysm size: 90mm) that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, a type ib endoleak along with aneurysm enlargement was visible (aneurysm size: 93mm). According to the physician, the endoleak was caused by the nature of the aneurysm. On (B)(6) 2016 the endoleak was still visible along with significant aneurysm enlargement (aneurysm size: 114mm). On (B)(6) 2016 the patient deceased due to the rupture of the aneurysm. According to the physician a reintervention to treat the type ib endoleak was refused by the patient.